Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 414 mg/dl. Bg level was addressed with a correction bolus via the pump. A system check was performed, and it was found that the customer was using off label insulin (lyumjev) within the pump supplies. Reportedly, the customer's spouse picked them up from work and brought extra supplies.